Manufacturer narrative:
Belt sn (B)(4) was not returned to zoll manufacturing corporation (zmc) for investigation. The belt was returned and evaluated at the distributor in accordance with procedures recommended by zmc. During ra review of the distributor evaluation on 06/14/2017, the evaluation indicated a cracked trunk cable connector that would not latch. Based on the analysis of the distributor incident files, the damaged connector cannot be ruled out as a potential contributing cause of the reported service code 204. Physical evaluation of the device at zmc does not add further value in the root-cause investigation. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.